Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to repair recurrent hernia after the perfix plug failed and to remove the perfix plug. The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for repair of an inguinal hernia. A bard/davol perfix plug, reference number 0112970, lot number 43emd114 was implanted to repair the hernia defect. On (B)(6) 2007: the patient underwent an additional surgery to repair recurrent hernia after the perfix plug allegedly failed and to remove the perfix plug. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent an additional surgery to repair recurrent hernia after the perfix plug failed and to remove the perfix plug. The patient's attorney did not allege a specific device failure and no medical records have been provided. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year 9 months post implant of perfix plug, patient was diagnosed with hernia recurrence, migration, inflammation, pain and adhesions thereby underwent repair with explant of mesh. Per op notes, ¿the mesh had completely dislodged¿. The instructions-for-use supplied with the device lists adhesions and inflammation as possible complications. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for repair of an inguinal hernia. A bard/davol perfix plug, reference number 0112970, lot number 43emd114 was implanted to repair the hernia defect. (B)(6) 2007: the patient underwent an additional surgery to repair recurrent hernia after the perfix plug allegedly failed and to remove the perfix plug. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug. Per operative notes, ¿the indirect sac was dissected from the cord structures and was reduced. The reduction was maintained with plug using sutures. Mesh was then placed around the cord structures and on the floor.¿ (B)(6) 2007 - patient was diagnosed with groin pain and recurrent right indirect inguinal hernia thereby underwent repair with mesh explant. Per operative notes, ¿the mesh had completely dislodged and appeared to be adherent to medial wall of large indirect inguinal hernia which was dissected from surrounding tissue. The sac and mesh were excised. A bassini type repair was performed with sutures.¿ attorney alleges that the patient had pain, hernia recurrence and emotional injuries.